Event description:
Reportedly the pt underwent a meniscal bearing change where the skin was closed with biosyn suture. The next day while still in the hosp the pt was brought back to the or for a dehiscence. The surgeon irrigated the wound and closed it with skin staples without further complications.